Event description:
Additional information was received from the manufacturer representative (rep) stating that they were not aware of any stimulation in the rib area. The patient was seen a couple of months prior to (B)(6) 2015 because they had expressed concerns with the device not working right. They checked the device an all impedances were normal and the patient had no complaints. The device was working fine. The patient was aging and beginning to have some memory issues and that may be part of the issue. It was stated that the last time the patient was seen everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n268540, implanted: (B)(6) 2011, product type: accessory; product ID 3 7092, lot# 289420001, implanted: (B)(6) 2011, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that they suspected a problem with their device or therapy. The patient was inquiring about an MRI that was note related to therapy. The patient had an old injury/fracture that they had problems with. The patient had injections in their ankle but were they were not helping. The symptoms were not related to the reason for the MRI. The patient had overstimulation and stimulation in undesired location. The patient got reprogrammed and they could not seem to get the right programming because stimulation was up too high in the rib cage. It was uncomfortable and they hated when it was up that high. The patient was told by the manufacturer representative (rep) that one lead was not working. The patient had the stimulation turned on for a few outs and then turned it off because they could feel vibrations in their feet and they kind of went up their body. The patient was unsure if it was from the ins but they had to go to the ER but thought it could possibly be from the stimulator. The patient was afraid that they might have parkinson's because they were (B)(6) and was afraid to turn the ins on. The patient notified their managing health care professional (hcp) of their symptoms and they indicated that it could not be possible. The patient was afraid to keep it on too long because when they turned it off they still felt little vibrations in their feet, tingling in their feet and ankles and the stimulation did go down their right leg and up their left foot. It was to the point that it went all the way up their body and they were frightened. The patient would like to use the ins therapy on occasions but they were too scared. The patient indicated that they did not have to use the ins very often the patient checked their device with the patient programmer and the patient currently had stimulation turned off. The patient did not know what they could decrease amplitude while stimulation was turned off. The patient synched the ins with the patient programmer to confirm the ins status and programming. The patient had the ability to change stimulation and they tried to increase or decrease stimulation as medically appropriated but this did not resolve the issue. Patient services reviewed how to decrease the amplitude to 0v and turn stimulation back on again then they slowly increase amplitude and patient was to monitor their symptoms. The changes in therapy and symptoms were considered sudden. The problems with feeling vibrations after stimulation was turned off was in (B)(6) 2015. The problems with programming and stimulation going up to the rib cage was in (B)(6) 2015. The patient was told that one of the lead was not working in (B)(6) 2015. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.